Event description:
It was reported that during pre-surgery, it was discovered that the attachment device had bad bearings and it would not slide the bit easily. During in-house engineering evaluation, it was observed that the device had failed temperature assessment. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had failed cutter insertion and temperature testing. Therefore, the reported condition was confirmed. It was determined that the device failed cutter insertion because the bearings were worn and damaged, creating a situation where the cutter was not able to be inserted. Thus, the bearings were no longer in axial alignment not allowing the cutter to pass through. Furthermore, the device failed temperature testing because the bearings were worn and damaged. The assignable root cause was determined to be due to worn out bearings, which is, normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.